Event description:
It was reported that approximately seven months post left hip implantation, the patient received treatment for pain in their left thigh. Following long walks, there is radiating stabbing pain from buttocks down the thigh and knee. The patient has received a cortisone injection for pain in the left bursa. The patient undergoes weekly physical therapy, massage, and exercises. Six months later, the patient reported mild pain with little difficulties and no required pain medication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 650-1161, lot: 3189575 delta cer fem hd 32/+3mm t1. Cat: 20103205, lot: 64878487 32mm i.d. Size e neutral liner. G2: foreign - event occurred in netherlands. H6: suggested component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.